Event description:
The customer contact reported the device was overheating. It was reported the device was warm to touch and the fan was noisy. The pump was returned to the biomedical department for an unspecified reason from an unk floor. No specific pt info, device programming, or event details were available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.